Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the mega suturecut needle driver instrument. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure that the cable snapped at the mega suturecut needle driver instrument tip. The procedure was completed with a backup instrument with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the customer and the following information was obtained: the information provided to customer service at the time of the call is the extent of the information available.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The mega suturecut needle driver instrument has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have a broken grip cable at the distal end.